Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device was accidentally dropped while in use, after which the screen went dark and the device became unresponsive despite a charging indicator showing power. Symptoms included no adverse clinical effects, and blood glucose was reportedly unaffected; the user managed glucose with insulin pens. Outcomes included no injury, no hospitalization, and temporary interruption of automated insulin delivery. Investigation included a review of the event description and verification that the device did not display despite successful placement on the charging pad. Investigation of the device revealed a damaged display or related hardware failure consistent with physical impact, with the affected component likely the user interface/display assembly. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to dropping the device.